Manufacturer narrative:
The device was received for evaluation. A leakage test on the dialysate side was performed and a crack in the welding zone was found. The failure could be confirmed. The review of the welding parameters of the product showed no conspicuousness, they were within the specification. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten minutes after starting treatment with a polyflux 140h, an external dialysate leakage was observed between the header and the housing. There was no patient injury or medical intervention associated with this event. No additional information is available.